Event description:
As reported, during a percutaneous transluminal angioplasty (pta) a sleek 3.0 mm. X 80 mm. Balloon catheter (bc-complaint product #1) ruptured at four atmospheres (4 atm.) During the initial inflation. The sleek bc was successfully removed from the patient and a saber 5 mm bc was used and inflated at the target lesion. A smart stent was then deployed at the target lesion and a 90 cm. Saber 6 mm. X 10 cm. Bc (complaint product #2) was used for post-dilation of the stent. The saber bc ruptured at six atmospheres (6 atm.) During the initial inflation. The procedure was completed successfully. There was no reported patient injury. The products were clinically used and will not be returned for analysis. The target lesion was right posterior the right superficial femoral artery (rsfa). The lesion was reported to be: heavily calcified, moderately tortuous, and a 100% stenosis. The approach was made from the right femoral artery. The lesion was crossed with a non-cordis guidewire. Additional information has been requested.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information received regarding the saber bc indicated that the procedure was completed successfully with the second saber bc. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. The contrast used was unknown. The ratio of contrast to saline was one to one. A non-cordis inflation device was used for the procedure and was used subsequently with other devices. There was no reported difficulty advancing the device through the vessel. There was no reported difficulty crossing the target lesion. The catheter did not kink during use. The catheter was not ever in an acute bend. The catheter was removed easily from the patient and was intact. No additional information is available. Complaint conclusion: during a percutaneous transluminal angioplasty (pta) a sleek 3.0 mm. X 80 mm. Balloon catheter (bc) ruptured at four atmospheres (4 atm.) During the initial inflation. The sleek bc was successfully removed from the patient and a saber 5 mm bc was used and inflated at the target lesion. A smart stent was then deployed at the target lesion and a 90 cm. Saber 6 mm. X 10 cm. Bc was used for post-dilation of the stent. The saber bc ruptured at six atmospheres (6 atm.) During the initial inflation. There was no reported patient injury. The procedure was completed successfully. The target lesion was right posterior the right superficial femoral artery (rsfa). The lesion was reported to be: heavily calcified, moderately tortuous, and a 100% stenosis. The approach was made from the right femoral artery. The lesion was crossed with a non-cordis guidewire. Additional information received regarding the sleek bc indicated that there were no anomalies noted during preparation of the device. There was no damage noted to the box, pouch or hoop. There was no reported difficulty removing the balloon sleeve and no damage noted on the balloon sleeve. There was no reported difficulty advancing the guidewire to the target lesion. There was no difficulty reported advancing the device to the target lesion. There were no kinks noted on the device prior to, during or after use. No force was ever required when using the device. The device was easily removed from the patient. Additional information received regarding the saber bc indicated that the procedure was completed successfully with the second saber bc. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The products were not returned for analysis. (B)(4): a device history record (DHR) review of lot 17026775 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined for either product. Vessel characteristics of heavy calcification, moderate tortuosity and a rate of stenosis of 100% may have contributed to the reported event. Neither the DHR nor the information available for either device suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.